Manufacturer narrative:
Customer returned precision xtra blood glucose meter. Meter's date and time were set, meter was properly calibrated, and meter was then set aside for approx 12 hours. Settings were then re-checked, and the meter properly retained all settings. Customers and retailers have been informed.

Event description:
A customer reported that their precision xtra blood glucose meter kept losing date and time. This issue was reported to have affected their precision link date mgmt system, which was also showing date and time issues. There was no report of death, serious injury or mistreatment associated with this event.